Event description:
Note: this manufacturer report pertains to the second of three devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2012-03177 and 3005099803-2012-03181 for a description of the first and third device. A complaint was reported to boston scientific corporation on an opti-flex retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, the device would not open. It is unknown when the event took place, if it occurred inside or outside the patient, or if there was a stone present inside the basket when the event occurred. It is unknown how the procedure was completed. There were no patient complications as a result of this event. Attempts to obtain additional information were unsuccessful.

Event description:
Note: this manufacturer report pertains to the second of three devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2012-03177 and 3005099803-2012-03181 for a description of the first and third device. A complaint was reported to boston scientific corporation on an opti-flex retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, the device would not open. It is unknown when the event took place, if it occurred inside or outside the patient, or if there was a stone present inside the basket when the event occurred. It is unknown how the procedure was completed. There were no patient complications as a result of this event. Attempts to obtain additional information were unsuccessful.

Event description:
Note: this manufacturer report pertains to the second of three devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2012-03177 and 3005099803-2012-03181 for a description of the first and third device. A complaint was reported to boston scientific corporation on an opti-flex retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, the device would not open. It is unknown when the event took place, if it occurred inside or outside the patient, or if there was a stone present inside the basket when the event occurred. It is unknown how the procedure was completed. There were no patient complications as a result of this event. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Analysis of the returned optiflex retrieval basket revealed the introducer was on the sheath and the basket was in the closed position when received. Several minor kinks were identified along the working length. When the thumbwheel was actuated, the basket would open and close; however, the basket would not fully open when the device was held straight. When the pinch vise was turned, the basket would rotate. The device was held in a loop and actuated, the basket opened and closed with some resistance; then, the basket quit functioning. The device was disassembled and the glue plug was found to be detached and visible on the distal end of the rack gear. The basket would open and close when actuated by hand with some resistance, likely due to the kinked sheath. The basket wire was removed from the sheath with resistance. The basket and all of the basket wires were present and attached. A dimensional verification was performed on the device working length. The working length measured approximately 119.1cm, which meets specification (120cm +2/-1cm). During manufacturing, the devices are 100% inspected for device functionality/integrity. Review of the returned device and all available information failed to identify a most probable root cause for this complaint, and is therefore, undeterminable.